Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of amia automated pd sets with cassette ¿would not connect properly¿ at an unspecified location. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon clarification, it was reported that the cap was missing from the patient line of an amia automated pd cycler set. It was further reported that the patient line would not stay in the device. This occurred during setup of peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.